Event description:
Customer alleged discrepant, back to back blood glucose results of 322 mg/dl and 118 mg/dl, when testing was performed within 1 minute on the aviva system. Customer reported taking no action or treatment based on the results. A request was made for the return of the suspect device and replacement product was sent.